Manufacturer narrative:
Patient weight unavailable from facility. Device lot number unavailable from facility. Device manufacture date unavailable from facility.

Event description:
Lead extraction procedure performed for device infection. A 16f glidelight laser sheath was utilized to successfully remove both leads. All devices were removed and pocket was closed. Post extraction, > 15 minutes later, patient experienced a bp drop. Rescue efforts commenced, ultimately ending in sternotomy. A 1 cm tear was found at the ra/svc junction and was repaired. Bleeding remained persistent upon initial repair while identifying a second tear of < 0.5cm on the anterior rv wall, which was also repaired. Patient survived the procedure.